Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
There is a known past medical history of significant enterococcal bacteria at initial ICD vegetation site in (B)(6) 2015. Problem started 1 month prior with cellulitis at the site of the ICD reinsertion with this system in (B)(6) 2015. Patient has been noncompliant with prescribed doxycycline. Patient now presents (B)(6) 2015 with purulent drainage, had 2 blood cultures with gnr growth, hospitalized for 3 days with levaquin 500mg xs 10 days and follow up. Update on (B)(6) 2015: patient is ongoing no change update on (B)(6) 2015: no complaints, no chest pains and or abnormalities of device site.